Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, an unknown surgery was performed for adolescent idiopathic scoliosis. After the surgery on (B)(6) 2023, an infection was confirmed on the concave side. A revision procedure was scheduled for and performed on (B)(6) 2023. The set screws on t2, 3, 4, and 5 on the left were removed. The rod where the set screws were removed were cut and removed. Four uniplanar screws were removed on the left of t2-t5. The affected area was washed, and a hook was placed on t2. A side-side connector was installed at the upper end of t5, and titanium rod connection was performed between t2 and t5. The wound was closed. This report is for an expedium spine system pre-contoured rod, medium diameter 5.5mm. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procodes: kwp, osh, mnh, mni, nkb. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is (B)(6) 2022. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.